Event description:
The patient received his scs system consisting of a neurostimulator receiver and percutaneous leads on (B)(6) 2008. It was reported about four months later that during replacement of the leads to a paddle lead, the surgeon encountered difficulty removing one of the percutaneous leads from the receiver header. This eventually caused the distal contact of the lead to remain in the header and rendered the receiver device nonfunctional. The patient's receiver was explanted on (B)(6) 2008. The explanted receiver was not returned to ans for analysis. Follow up on the patient found no further issues reported. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.